Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacture date is not available at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the computer has an intermittent start fault. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the computer had an intermittent start fault with no signal. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the reported issue was resolved by the site. No additional information was provided.